Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had been experiencing fluctuating blood glucose. He stated that they had run as high as 600 mg/dl or as low as 20 mg/dl. Customer declined troubleshooting for this issue. Nothing further was reported.